Event description:
Correction is being made to previously submitted F6. Date User Facility/ Importer was Aware, which was not late. The correct date was (b)(6) 2026.

Event description:
IT WAS REPORTED DURING A TRANSURETHRAL RESECTION OF BLADDER TUMOR THE CERAMIC TIP FELL OFF INTO THE PATIENT. IT WAS LATER REMOVED IN AN ADDITIONAL SURGERY AND THERE WERE NO REPORTS OF HARM TO THE PATIENT.